Event description:
It was reported that following the placement of the lead into the snap lid connector, the connector lid would not close. The lead appeared to be bent at the 6-7 contact (in snap lid). Impedance readings were all >10,000. The lead was not implanted.

Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.